Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain, especially on the right side, constant') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis and constipation. Test results from wwe shots lgsil pap, negative hpv, and negative gc/chl, hiv, and rpr. The uterus was sounded to 5 mm. Concurrent conditions included intervertebral disc bulging since 2016, blood pressure high since 2015, sinus disorder since 2013, gerd since (B)(6) 2012, otitis media chronic since (B)(6) 2011, urinary tract infection, urinary tract disorder, nausea, dizzy, paraesthesia of fingers, bacterial vaginosis, pain tongue, urinary incontinence, amenorrhea, chest pain, overweight, lymphadenitis, otitis media chronic, blood pressure abnormal, throbbing headache, discolouration skin, skin hypopigmentation, nonspecific abnormal papanicolaou smear of cervix, low grade squamous intraepithelial lesion, vaginitis, vulvovaginitis, vulvovaginal candidiasis, ear pain, conjunctivitis, bronchitis, urgency urination, frequency urinary, allergic otitis externa and acute sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as fluconazole (diflucan) from 2012 to 2014, loratadine (claritin 10 mg), loratadine (lortab) from 2012 to 2014, metformin from 2013 to 2014 and ranitidine from 2013 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), premenstrual pain ("pain in lower part of stomach/lower stomach pain every week before cycle starts"), vulvovaginal pain ("pain in vagina/ vaginal pain, constant"), the first episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection bladder"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swing") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and vulvovaginal mycotic infection ("vaginal yeast infection") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines/ migraines/ headaches"), multiple allergies ("allergic or hypersensitivity reaction type: allergies"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn") and gastrooesophageal reflux disease ("acid reflux"). In 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2019, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, clotting"), abdominal pain ("severe cramping"), back pain ("lower back pain"), headache ("headaches"), flank pain ("flank pain"), rash ("rash/skin"), fatigue ("fatigue"), psychological trauma ("psych injury"), visual impairment ("vision problems"), the second episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with diclofenac sodium and surgery (endometrial ablation and hysteroscopy endornetrial ablation, novasure bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abnormal uterine bleeding, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, back pain, headache, flank pain, dyspareunia, dysmenorrhoea, vaginal discharge, rash, migraine, fatigue, hormone level abnormal, cystitis, psychological trauma, urinary tract infection, visual impairment, weight increased, weight decreased, hot flush, mood swings, the last episode of heavy menstrual bleeding, multiple allergies, anxiety, depression, astigmatism, dyspepsia, gastrooesophageal reflux disease and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, astigmatism, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, migraine, mood swings, multiple allergies, pelvic pain, premenstrual pain, psychological trauma, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: insertion dates discrepant in different documents (2009, (B)(6)2011, (B)(6) 2011, (B)(6) 2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; never received results for first hysterosalpingogram (hsg). Imaging procedure - on an unknown date: essure confirmation test (unspecified) : bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain, especially on the right side, constant') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis and constipation. Test results from wwe shots lgsil pap, (B)(6), and negative gc/chl, (B)(6), and rpr. The uterus was sounded to 5 mm. Concurrent conditions included intervertebral disc bulging since 2016, blood pressure high since 2015, sinus disorder since 2013, gerd since (B)(6) 2012, otitis media chronic since (B)(6) 2011, urinary tract infection, urinary tract disorder, nausea, dizzy, paraesthesia of fingers, bacterial vaginosis, pain tongue, urinary incontinence, amenorrhea, chest pain, overweight, lymphadenitis, otitis media chronic, blood pressure abnormal, throbbing headache, discolouration skin, skin hypopigmentation, nonspecific abnormal papanicolaou smear of cervix, low grade squamous intraepithelial lesion, vaginitis, vulvovaginitis, vulvovaginal candidiasis, ear pain, conjunctivitis, bronchitis, urgency urination, frequency urinary, allergic otitis externa and acute sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as fluconazole (diflucan) from 2012 to 2014, loratadine (claritin 10 mg), loratadine (lortab) from 2012 to 2014, metformin from 2013 to 2014 and ranitidine from 2013 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), premenstrual pain ("pain in lower part of stomach/lower stomach pain every week before cycle starts"), vulvovaginal pain ("pain in vagina/ vaginal pain, constant"), the first episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection bladder"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swing") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and vulvovaginal mycotic infection ("vaginal yeast infection") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines/ migraines/ headaches"), multiple allergies ("allergic or hypersensitivity reaction type: allergies"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn") and gastroesophageal reflux disease ("acid reflux"). In 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2019, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, clotting"), abdominal pain ("severe cramping"), back pain ("lower back pain"), headache ("headaches"), flank pain ("flank pain"), rash ("rash/skin"), fatigue ("fatigue"), psychological trauma ("psych injury"), visual impairment ("vision problems"), the second episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with diclofenac sodium and surgery (endometrial ablation and hysteroscopy endometrial ablation, novasure bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abnormal uterine bleeding, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, back pain, headache, flank pain, dyspareunia, dysmenorrhoea, vaginal discharge, rash, migraine, fatigue, hormone level abnormal, cystitis, psychological trauma, urinary tract infection, visual impairment, weight increased, weight decreased, hot flush, mood swings, the last episode of heavy menstrual bleeding, multiple allergies, anxiety, depression, astigmatism, dyspepsia, gastrooesophageal reflux disease and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, astigmatism, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, migraine, mood swings, multiple allergies, pelvic pain, premenstrual pain, psychological trauma, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: insertion dates discrepant in different documents (2009, (B)(6) 2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; never received results for first hysterosalpingogram (hsg). Imaging procedure - on an unknown date: essure confirmation test (unspecified) : bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: the case become serious incident : mr received : reporter information , explant date and removal details were added. New event added: abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.